Event description:
It was reported that the patient underwent a minimally invasive l5-s1 tlif where posterior fixation was implanted with rhbmp-2/acs. Immediately post-op, the patient developed a "consuming" left l5 radiculopathy. The patient reported that the left l5 screw is being scrutinized by his surgeon and that he has been given the option to revise the screw. No medical intervention has been done to date.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.